Event description:
The affiliate reported: during an intra-operative procedure: not known, the catheter did not run or flow when used. Device discarded and a new catheter was opened. Case was completed successfully. No delay to procedure, no adverse event to patient.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release as the device was subjected to a quality inspection prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded by the hospital.